Manufacturer narrative:
Patients are at risk for urinary retention post hifu. If the patient has the inability to urinate with a urinary catheter in place, the catheter should be checked for obstruction. If the obstruction cannot be resolved the patient will need to go to his doctor or the emergency room to have the catheter flushed. The inability to urinate is less common post catheter removal.

Event description:
On (B)(6) 2024, the manufacture received a concern from the physician that the patient treated 3 weeks prior is experiencing urinary retention, prostate/rectal pain, and constipation. There is not yet enough information to determine the severity of the symptoms, nevertheless out of caution this report in being submitted. The manufacturer had requested additional information and access to the device to conduct further investigation. At this time it was indicated that a flexible scope was planned for the patient.